Event description:
This 32 year old patient had placed double lumen breast implants. (Rt. 240/248cc left 260/c00) the patient two years ago began to experience arthraglia on the right side along with episodes of dry eyes. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. The right implant had a tear in the outer shell and the left was intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.